Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: customer called in stating the c6 was displaying a release valve defective error. No clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.